Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information received indicates that the right ventricular (rv) lead was replaced. This device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information has been requested. This report will be updated should further information be received.

Event description:
Boston scientific received information that this device and right ventricular (rv) lead exhibited loss of capture and noise oversensing which led to unneeded shock therapy delivery. It was suspected that the rv lead fractured. This device remains in service. No adverse patient effects were reported.